Event description:
The account stated a patient sample generated falsely positive architect stat troponin-I results. The account uses an architect stat troponin-I cutoff of 33 ng/l (male) and 13 ng/l (female). The account used two different architect analyzers and two reagent lots for testing: serial (B)(4) uses lot 54287un13 and serial (B)(4) uses lot 41059un13. Sample ID (B)(6): tested positive architect stat troponin-I of 143.9674 ng/l on architect serial (B)(4) and positive architect stat troponin-I of 392.66 ng/l on architect serial (B)(4). The sample was repeated with negative architect stat troponin-I of 9.6081 ng/l on architect serial (B)(4) and 0 ng/l on architect serial (B)(4). No patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
A review of all complaints associated with the likely cause lot was performed. The review did not identify any non-statistical trends or atypical complaint activity. The ability of architect stat troponin-I (list number 2k41) to accurately return results was tested using reagent lot 41059un13, controls and panels. All validity criteria met package insert specifications and assay parameters. Acceptance criteria were met and the calculated mean of the panel was within the specifications. This testing demonstrates the ability of the architect stat troponin-I (list number 2k41) lot 41059un13 to provide accurate results in a portion of the dynamic range. A labeling review, performed as part of this evaluation, identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. A deficiency was not identified as panel testing shows that the likely cause lots perform per specification.